Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No motor pic failed self test alarms or pump error 63 alarms noted during testing, however pump error 63 was present in the pump history file due to moisture damage on keypad traces. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, peeling end cap address label, slight corrosion on force sensor assembly, moisture damage on motor assembly and moisture damage on all electronic assemblies.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 298 mg/dl. During troubleshooting, the insulin pump had an error alarm and failed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.